Event description:
It was reported that the patient was admitted with elevated lactose dehydrogenase (ldh) levels at 421. Bloodwork was drawn and the patient was put on bivalirudin infusion and their ldh decreased to 322.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the elevated lactate dehydrogenase (ldh) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events were reported by the account, the heartmate ii left ventricular assist system instructions for use (. C) outlines adverse events, including hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.